Event description:
Poc coordinator reports medical staff receiving lower than expected % oxyhemoglobin results on avoximeter 1000e when compared to gem premier blood gas instrument and pulse oximeters. Prior to any testing on the avoximeter 1000e, a pt diagnosed with aortic coarctation transported to cardiac cath lab to undergo an unspecified procedure. Baseline arterial result of 95% oxyhemoglobin obtained on first avoximeter 1000e was 5% lower than the oxygen saturation reported by the pulse oximeters and 3% lower than the calculated oxygen saturation as reported by the gem premier blood gas instrument. Medical staff believed result obtained by both the gem premier and pulse oximeters were more appropriate to patient's condition. Procedure was completed using the gem premier without any reports of interventions and/or adverse events.

Manufacturer narrative:
On site investigation conducted by user facility. Optical filter (yellow and orange) quality control was performed on the avoximeter 1000e prior to, and subsequent to the alleged event. All passed. Liquid quality control was performed on the avoximeter 1000e prior to, and subsequent to alleged event using the same lot of cuvettes. All passed. Itc clinical affaors investigation and conclusion: as described in medical textbooks/journals, pulse oximetry measurements and calculated values from blood gas instruments use different methodologies for % hbo2 detection compared to the avoximeter. Due to these differences, whole blood measurement of % hbo2 will commonly produce values lower than pulse oximetry and calculated values from blood gas instruments (functional vs. Fractional analysis). Based on the medical staff's reported experiences, they are aware of, and acknowledge results that avoximeter values are typically 2% lower than these other technologies. The pt's hematocrit was 36%, within operating specifications of the avoximeter 1000e. A difference in % hbo2 of 5% can have minimal affect on diagnoses and therapeutic interventions with pt populations of aortic coarctation. If values was not investigated, and an instrument malfunction was confirmed, there is a remote probability that harm to this pt population may occur. Manufacturer method/results/conclusions - manufacturer awaiting product return from user facility.